Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a no delivery alarm during fill tubing. Customer stated that the alarm was resolved by a complete set change. Troubleshooting was not performed as the customer already changed the entire set. Customer's blood glucose reading at the time of the call was 137 mg/dl. No further information reported.